Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 60mg/dl with symptoms of severe dizziness, and blurred vision, associated with an under responsive ok keypad button. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the ok keypad button was under responsive. It was alleged that there was an over delivery of insulin due to the under responsive keypad button. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an under responsive keypad.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: during investigation, the keypad was intact and all keys responded appropriately. No hypersensitive or stuck keys were found. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range, and accurately. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were found. The pump cover was removed to find no evidence of internal moisture. The keypad latch was fully closed. No damage was found to the keypad flex. The keypad complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.